Manufacturer narrative:
Balloon leak during brachytherapy of the breast is an anticipated event. The balloon in this event was evaluated including a review of the DHR, visual inspection, (B)(4) analysis of the material. Investigation revealed leak was due to puncture from a sharp object, most likely the allis forceps used during implantation of the balloon applicator. Labeling warns user to exercise caution when handling the device both prior to and during implantation. Labeling also states that the device material (silicone) is susceptible to damage by sharp instruments and excessive pushing and pulling. Patient was not harmed.

Event description:
A 3-4 cm spherical balloon ruptured post implantation. The balloon was successfully explanted, and the incident did not result in a patient injury. Balloon rupture is an anticipated adverse event per the instructions for use.